Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer has reported incorrect direction shifts.

Manufacturer narrative:
Updated initial reporter details. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue that the user was experiencing with the device was incorrect shifts. This issue has been attributed to the use of 40x20cm mv images resulting in the auto-isocentre not functioning as intended. Abnormal use. An elekta training specialist attended the site on 21 december 2017 and offered advice on how to optimise the workflow on elekta equipment to prevent this.